Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image appearing could not be identified. However, it is likely the cause is related to user operation since the user used the incorrect cable. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no image was produced on the monitor when connected to the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed without a delay using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support. To resolve the problem, the reporter replaced a cable from the cv-190 serial digital interface (sdi) out port to the sdi in port of the monitor. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.